Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on april 13, 2010 alleging that she was unable to test on two of her meters due to the test strips. She mentioned that the test strips looked very strange. A medical surveillance specialist (mss) was unsuccessful to get a hold of the pt and sent a letter to obtain further clinical info. The pt mentioned she first had an issue with the meter on (B) (6), 2009. The pt was unable/unwilling to verify whether she took her daily medication or change her medication after the reported issue began. At the end of (B) (6) 2009, she began to develop symptoms of experiencing blurred vision and had frequent urination. She contacted her physician for advice and was advised to stop taking her insulin and to start exercising and to watch her diet. The pt was unable to further troubleshoot with the customer care advocate (cca) since she was on her way to a doctor's appointment. Products were replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how long symptoms lasted, whether the pt continued to take her medication when the meter was not working and whether she attempted to test on another meter to obtain her blood glucose readings. The complaint is being reported since the pt alleged that due to the test strips, she was unable to test her blood glucose and later developed symptoms suggestive of a serious injury.